Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / heavy and prolonged bleeding') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included colonoscopy (for abdominal pain) in (B)(6) 2014, endoscopy (abdominal pain) in (B)(6) 2014, breast lump removal (abnormal mammogram) on (B)(6) 2014, breast biopsy (for abnormal mammogram) on (B)(6) 2014, hand operation (for broken bones) in 2009, gravida ii, parity 2 (live births on ((B)(6) 1999, (B)(6) 2001)), frequency urinary, breast pain, nipple discharge, mood swings, headache, hypertrichosis and menarche (at the age of 8). Previously administered products included for contraceptive management: depo provera; for an unreported indication: mirena iud from 2008 to (B)(6) 2012. Concurrent conditions included overweight, penicillin allergy (throat unsure,hives), bloating, breast mass, menorrhagia, breast neoplasm female, dizziness, vertigo, insomnia, decreased appetite, nausea, ligament sprain, ligament injury, tendon injury and weight gain. Family history included stroke (maternal grandfather), hypertension nos (maternal grandfather, maternal grandmother), congestive heart failure (maternal grandfather), deafness nos (paternal grandmother), glaucoma nos (paternal grandmother), aortic aneurysm (maternal grandmother), alzheimer's disease (paternal grandmother), prostate carcinoma (father), colitis ulcerative (brother), major depression (sister), cancer (father), diabetes (maternal grandmother), heart disease, unspecified (maternal grandfather) and fibroids. Concomitant products included anesthetics, cabergoline and medroxyprogesterone acetate (depo provera) since (B)(6) 2012. In 2012, the patient experienced abdominal pain lower ("lower abdomen pain (sharp throbbing-like pinching)"), dysmenorrhoea ("severe menstrual pain / severe menstrual pain began"), weight fluctuation ("weight fluctuations") and arthralgia ("hips soreness (feels like hips are detaching) / joint pain with soreness around my heels, knees and hands / joint pain / hip pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("severe back pain / back soreness / back pain"), depression ("symptoms of depression/ depression") and fatigue ("fatigue"). In 2014, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), arthropathy ("joint issues") and abdominal distension ("bloating worsened") and was found to have weight increased ("weight gain/ weight gain worsened"). The patient was treated with otc medicines and otc meds. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, dysmenorrhoea, weight fluctuation, weight increased, fatigue, arthropathy and abdominal distension outcome was unknown and the abdominal pain lower, back pain and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, arthropathy, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: hysteroscopic examination (3 coils r + l) of the uterine cavity. Essure aggravated psychiatric condition(s). Essure worsened a previously existing condition bloating and weight gain, not recovered before essure. Fatigue and dysmenorrhea, recovered (B)(6) 2012 before essure and after (B)(6) 2012 removal of iud. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. CT scans, ultrasounds and x-rays performed to understand pain in abdomen and left torso area. Pelvic exams, endoscopy and colonoscopy procedures performed in order to understand cause of pain. Patient underwent ultrasound scan on (B)(6) 2011 which resulted in small anterior fibroid noted measured 1.4 x 1.3 cms. Iud in place at the fundus of the uterus. Left ovary contains small avascular complex cyst measuring 3.1 x 2.4 cms ¿ probable hemorrhagic cl. Patient underwent MRI of the brain on (B)(6) 2012 which resulted in faint 3.5 mm focus of decreased differential enhancement in the left anterior pituitary lobe, suspicious for a small microadenoma. On (B)(6) 2014 patient underwent ultrasound breast-unilateral (left) which resulted in no mammographic evidence of malignancy in the right breast. A solid nodule is seen in the left breast at 1 o¿clock, 2 cm from the nipple correlating to one of the palpable lumps. No other correlate is seen for any other mass in the left breast by mammogram or ultrasound. This may represent a fibroadenoma however, biopsy is recommended. Recommendation is made for a left breast large-core ultrasound-guided biopsy of the nodule at 1 o¿clock, 2 cm from the nipple. On (B)(6) 2014 patient had pathology report resulted fibroepithelial neoplasm with increased stromal cellularity. Fibrocystic changes and lobular fibrosis. Adipose tissue and margins. On (B)(6) 2015 patient underwent ultrasound pelvis + transvaginal which resulted small uterine fibroid most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Event added: she did not underwent an essure confirmation test. Concomitant drug and aka name were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.